Manufacturer narrative:
Catheter model 8711, lot # n118491001, implanted: (B)(6) 2008, explanted: unk.

Event description:
It was initially reported on (B)(6) 2012 that the pain pump was alarming; telemetry did not confirm the alarm. The pump has been alarming since (B)(6) 2012. It was noted the refill was to supposed to occur around that time. Last (B)(6), the patient moved from (B)(4) to (B)(4). The patient could not find an hcp to fill the pump. The pump was used to deliver fentanyl. It was later reported the patient's hcp in (B)(6) had been giving the patient oral medication with the pump because she was not getting enough relief. After moving, the patient returned to michigan once to have the pump refilled but could not continue to return to the hcp every 75 days for a pump refill. The patient's pump ran dry, the patient experienced withdrawal, and "she ended up in a medical induced coma for a week and then was in the hospital for another week." It was noted that the hospitalization occurred after (B)(6) 2012. When in the hospital, the pump alarm was 'turned off'. It was noted the pump "had been malfunctioning for quite some time." The patient went to rehab before going home "because she couldn't get out of bed." The patient wanted the pump removed because it bothered her. The pump was located "right on her hip" and when the patient bent over, it bothered her hip bone. The pump contained fentanyl and bupivicaine.